Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that she was implanted today and when she connected with her ins she saw the power-on-reset (por). The patient was redirected to the healthcare provider (hcp). No further complications were anticipated/reported.